Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and elevated blood glucose levels (269 mg/dl). Customer was treated with an insulin drip. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.